Manufacturer narrative:
Pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. Unit had cracked display window corner, scratched lcd window, cracked battery tube threads and broken reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 202 mg/dl. Troubleshooting was performed. The device was returned for analysis.